Event description:
It was reported that ins would deplete very quickly and the issues were still ongoing. The patient experienced a screen 99 software problem (error code 243).

Manufacturer narrative:
Continuation of d11: product ID: 97745 , serial# (B)(6), product type: programmer, patient; product ID: 97755, serial# (B)(6), product type: recharger; product ID: 97745bp, lot#: (B)(6), product type: accessory; product ID: 97755, serial# (B)(4), product type: recharger; product ID: 97745, serial# (B)(6), product type: programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative reporting that the device was also turning itself on. The patient was not happy with the patient programmer and a new one was sent to the patient. The patient did not show up to four appointments that were made so that the patient programmer could be bonded. The patient has no faith in the system and wants it out.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. H6 codes belong to the recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative reporting that they met with the patient on (B)(6) 2020, since then the patient has to charge the machine two times a day (in the morning and before bed). The patient was waking up in pain because the machine goes off during the night in their sleep. This has distressed the patient, trying to manage the pain and make sure it¿s charged. When charging, the device switches itself from group a to group b. The patient thought with the new settings that they would get at least two days of not having to charge.

Manufacturer narrative:
G9- the manufacturing site ID was previously reported as 3007566237. Additional review indicates the correct manufacturing site ID is 3004209178. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative reporting that the recharger was overheating. The patient has a new recharger and programmer. The patient was reprogrammed on (B)(6) 2020. If the patient cannot tolerate the ins, it will have to be explanted. The mdt did not show any ins abnormalities; the recharging temperature and amount of recharging needed was normal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received a month later from the consumer reporting that the patient has great disappointment in their device and worries how it was harming their body by burning their skin. The ins failed the patient and has turned itself off a number of times. The patient was still awaiting a new ¿remote¿ and they won¿t have it for another week.

Event description:
Additional information received reported that the controller started to turn itself off on christmas day and drop charging. Sometimes it would take 2 hours to charge, sometimes the controller would go from 100% to 20% in minutes. On the 6th of february it started to burn the patient¿s skin. Since then when they would switch groups the stimulator turns off. It was noted that the recharger was replaced but the patient was still waiting for a controller. No further complications were reported or anticipated.

Manufacturer narrative:
Continuation of d11: product ID: 97745, serial# (B)(6), product type: programmer, patient. Product ID: 97755, serial# (B)(6), product type: recharger. Product ID: 97745bp, lot# nlh045584n, product type: accessory. Product ID: 97755, serial# (B)(6), product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: (B)(4), product type: recharger. Foreign country: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the ins was implanted 4 months ago. On (B)(6) 2019, the patient¿s machine turned itself off and switched from group b setting to group a setting. Since then the remote has been acting up a little, like giving the wrong information on the percentage of battery left, or while charging it would go from 100% to 20% in the space of 20 mins. The patient could only have the charger over a particular spot on the implant in order for it to charge and would sometimes drop the charge. On the (B)(6) 2020, the patient fell asleep while recharging their implant watching tv in an upright position. When they woke up their back felt a little irritated and when they looked they noticed a burn (they had a t-shirt between their skin and the charger) where the recharger was sitting over their implant. The patient felt the charger and it was red hot, the donut and the little box where the serial number was were red hot. The next day the patient met their technician to get a final setting put onto the machine or reprogrammed, and the patient expressed concern regarding the burn and the remote. The technician stated they would order a new charger on that day. Over the weekend the charger got worse. The patient could only use it to the point where it got hot and stopped for fear of being burnt or setting something on fire. Over this period it also took between 7 - 15 minutes for the recharger and the machine to connect in order for the implant to be charged over the period of two hours it took to charge, the charge dropped twice where they had to start all over again. The patient received another burn. On the evening of (B)(6) 2019, the patient tried for 20 minutes for the charger to connect to the implant. It took another 2 hours to charge, dropping often, the machine of the implant was only 70% charged after all that time. The next evening after a half an hour of looking for an area to connect and charge, and only 20 minutes of being able to recharge it due to the battery of the remote going from 100% to the red zone and then up to 70% and then back down to orange zone (it also dropped 2-3 times), the patient got another burn. A photo of the burn was received. It took 7 minutes to link the charger to the machine before charging. On (B)(6) 2019, the patient still had not received their new charger and the patient had ¿no stimulator¿. On (B)(6) 2019, the patient received a new charger, and was reassured that the charger was the problem and they should be fine, and it shouldn¿t overheat again. The patient no longer trust that their implant is safe. The patient was concerned by this issue that it¿s not just an issue with the charger but also the machine. The new charger was working okay. No further complications were reported or anticipated.